Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 07-aug-2023. H6: investigation summary : one sample was provided to our quality team for investigation. Through visual inspection, the threaded is properly molded, however, the tip is observed to be broken. A device history review was performed for reported lot 2208072, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Machine molding parameters were verified to be within required limits. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. A review of all production and inspection records established that all production and quality processes were carried out normally. Based on the sample evaluation and given the device records did not identify any failures related to this incident, we are not able to determine a definitive root cause related at this time.

Event description:
It was reported that the tip of the bd luer-lok¿ syringe broke. The following was received by the initial reporter. Tip of luer lock syringe was broken.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tip of the bd luer-lok¿ syringe broke. The following was received by the initial reporter. Tip of luer lock syringe was broken.